Manufacturer narrative:
(B)(4). D10: 20-8020-008-00 - rosa persona tka cut guide b - unknown. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the pin cold welded when being removed from the guide and snapped off in the block. There was no harm or effect on the patient. All available information has been provided.

Manufacturer narrative:
H6 : mechanical (g04) - drill. Visual examination of the returned provided pictures identified pin remains lodged in one of the cut guide holes confirming the reported event. The product was not returned for testing. No further analysis can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.